Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment, during testing. The pump passed, the displacement test and self test. No unexpected pump error 37 alarm, during testing. However, pump error 37 alarm (line number = 740; file number = 121) is found in the formatted history file on 05/13/2024, 09:42:25.000, due to moisture ingress on electronic assembly. Successfully downloaded history files and traces using thump software. The pump was cut open and traces of moisture on pcba1 noted, during visual inspection. The pump was received, with minor scratches on lcd window and scratched case. The following were noted, during visual inspection: cracked keypad overlay, cracked case (corner of belt clip rails) and faded serial number label. In summary, customer alleged, pump error 37 confirmed. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 37(drive count/time values or changes incorrect for moving or coasting. Too slow or too fast). The customer reported blood glucose value of 82 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-442a, mmt-1884, mmt-342, mmt-7040ma. Troubleshooting was performed. Customer reported receiving a pump error. Customer was able to clear the error and pump passed displacement test. No further patient complications were reported. No product return is required for mmt-442a. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-342. No product return is required for mmt-7040ma.